Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room (ER) with a low blood glucose (bg) level that ranged from 23-35 mg/dl. In the ER, the customer was treated with glucagon injection. The customer was discharged after a few hours with the issue resolved and no permanent damage. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.